Event description:
A ds2adv auto CPAP device was returned to a third-party service center for service following a report of a burning smell coming from the device. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at third-party service center, the service technician observed the heater plate was damaged, there were traces of burns on the bottom coating and there was a displayed error code e250 (err_barometric_comm). The device was scrapped by the service center after the evaluation was completed.